Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and it was confirmed that the malfunction code did not recur. Technical support advised the customer to continue using the pump and to call back if any issues reappear. Customer acknowledged and understood the instructions.